Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken tip of the device. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported that during a knee arthroscopy, the shaver blade broke off and a metal piece remained in the knee recess. The broken-off metal piece was removed in a revision surgery on (B)(6) 2022. The surgery was finished and the same device was used anyway. It was not necessary to switch the surgical technique. On (B)(6) 2023 update nen: further information was provided and revealed that after the first surgery on (B)(6) 2021 the patient complained about unspecific pain. An MRI and x-ray were performed and revealed metal pieces in the popliteal fossa. The metal pieces were arthroscopically removed on (B)(6) 2022. The additional surgery was successful and the metal pieces could be removed.